Event description:
It was reported that the patient presented for in-clinic follow up with recorded episodes of inappropriate automatic mode switch caused by over-sensed noise exhibited by the right atrial lead. Programming changes were made. The patient was in stable condition.